Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) /2026. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5 describe event or problem - addition information. Primary UDI number - correction. G3 date received by mfg - addition information. G6 type of report - addition information. H2 additional information/ device evaluation - addition information.

Event description:
Subsequent to the initial MDR, a correction is required.